Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc-383062 tubing defective / damaged. The CT room reported that the xiangma product had a burst pipe at the connection between the extension tube and the y-shaped interface. No photos were provided.

Manufacturer narrative:
1. DHR/bhr review (lot#5048567): 1) this batch of products were assembled at intima ii auto line 4 in mar 2025 and packaged at r240 package line in mar 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no non-conformance, deviation or rework activities. 2. No actual sample and photos returned. 3. Functional test (45psi leakage test) is conducted on the retained sample of the complained batch. The test is passed, and no abnormality is found at the extension tubing. 4. Sku#383062 is a product with y pp connector, which has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has never been declared to be used for high-pressure injection, and the defective sample has not been received for further examination, the root cause of the sudden rupture of the extension tube cannot be confirmed to be related to product quality.

Event description:
No additional information is available.